Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent an oss procedure on (B)(6) 2013. Patient underwent a revision procedure on (B)(6) 2013. During the revision, the distal femoral component from the hip arthroplasty was removed and replaced. Subsequently, a revision procedure has been indicated due to a hip stem fracture proximal to the connector. A second revision has not been reported at this time. No further information has been provided.